Event description:
The customer reported the mains led is not lit. There was report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the mains led is not lit. There was report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The bexel assembly was replaced to resolve the issue.